Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient's first ins was not placed in the right spot and did not work very well to control the symptoms. The patient had their ins explanted so an MRI could be performed (for unrelated back surgery) and then re-implanted the following day. The patient changed healthcare providers (hcp) who then removed the first system and replaced it with the second system because the first was not helping the patient's symptoms and the hcp wanted a "clean slate." No further patient complications have been reported as a result of this event.